Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci si hysterectomy for menorrhagia and uterine fibroids on (B)(6) 2012. Intuitive surgical was provided with the operative report additional information provided includes follow-up operative and radiology reports there was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery]. There was a report of an intraoperative complication, namely an incidental cystotomy which was repaired during the initial operation by a urologist. The patient was discharged home with a foley catheter in the bladder.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. The patient had a large anterior fibroid tumor in the lower uterine segment making delineation of the bladder dome impossible. Opening of the bladder was helpful and facilitated further careful dissection of the bladder away from the uterus. Often this is done intentionally. The bladder was repaired appropriately and the patient suffered no consequence. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci surgical procedure.